Event description:
On (B)(4) 2012, a spontaneous report was rec'd from a registered nurse injector regarding a (B)(6) female who rec'd an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included previous injection of restylane-l w/o issues, mixed connective tissue disorder, rosacea, sjogren's syndrome, raynaud's disorder, hypothyroidism, and breast cancer on and unspecified date in 2005. The pt's skin type was not reported. The pt was not taking any concomitant medications. The pt rec'd an injection (volume injected and syringe size not reported) of restylane-l on (B)(6) 2012, to an unspecified site. The pt did not receive any pre-procedure medications. Add'l procedures performed at the time of implantation included an injection of dysport (abobotulinumtoxina) to the mid-glabellar wrinkles. On an unspecified date in (B)(6) 2012 (reported as "two days after the product injections"), the pt developed ectopic heart beats. On an unspecified date in (B)(6) 2012, the pt went to the emergency room for the event. The pt's electrocardiogram (ECG) was normal. The pt was not hospitalized for the event, but treated in the ER and released. Treatment included placing the pt on a holter monitor for 24 hrs, during which time ectopic beats were seen every min to min and a half and the pt had normal blood pressure and pulse. On an unspecified date in (B)(6) 2012, (reported as "within 3 weeks") the ectopic heart beats resolved. The registered nurse injector's opinion of causality was that the event was not related to the treatment. The registered nurse injector assessed the severity of the event as severe. The lot number and expiration date for restylane-l were not reported. On (B)(4) 2012, add'l info was rec'd from the nurse injector. The event of fatigue was added to the case. The pt's skin type was fitzpatrick type ii. The pt rec'd a 1 cc injection of restylane-l from a 1 cc syringe on (B)(6) 2012 to the oral commissures, nasolabial folds, and "a little" across the indentation of the chin. On an unspecified date in (B)(6) 2012 (reported as "within 48 hrs") the pt developed ectopic heart beats. The pt reported to the registered nurse injector "extra beats every min-and-a-half" and that she was "exhausted at the end of the day" which both fully resolved on an unspecified date in (B)(6) 2012, (reported as "resolved as the dysport resolved, after about 2-3 weeks"). As of (B)(6) 2012, there were no plans for f/u with the pt, as the registered nurse injector believed that the pt was done with this kind of treatment. The registered nurse injector's opinion of causality was that she did not know if the events were related to the treatment. The registered nurse injector stated that "the pt felt they were severe." The nurse injector did not refute the events were severe. The lot number and expiration date for restylane-l were 11120 and mar-2013, respectively.

Manufacturer narrative:
Company comment: unable to assess the events based on the pt receiving both dysport and restylane-l.